Event description:
It was reported to boston scientific corporation that a tandem rx cannula was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the preparation red/brown foreign material (approximately 3mm in size) was noted on the mid area of the device's pouch. The procedure was completed with another tandem rx cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned unopened device found brown colored foreign matter inside the sterile pouch. The size of the matter was a size of 4.0 mm². The foreign matter was tested for blood and the results came back negative. The brown matter appeared to be a brown paint smudge adhered to the transparent lid of the pouch. The condition of the returned unopened incident device was consistent with the complaint that a red/brown foreign material was present. The most probable root cause is manufacturing. An investigation is underway to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a tandem rx cannula was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the preparation red/brown foreign material (approximately 3mm in size) was noted on the mid area of the device's pouch. The procedure was completed with another tandem rx cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.